Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a powerpicc implanted via the left basilic vein of left upper arm on (B)(6) 2021. On (B)(6) 2021, the patient experienced swelling near the insertion site. On (B)(6) 2021, fluid was returned from the insertion site, and when flushing with saline solution, saline solution backflow occurred. Therefore, the catheter was removed. There was no reported patient injury.